Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the reporter: the tumor was clamped with pn catch and resection was begun. Tissue might have been too thick. On first firing, handle could not be fully squeezed. Only half of the stapling (tip side) could be stapled. Bleeding occurred. Anchoring suture remained uncut. With the second sulu, firing was on the torn tissue by first firing. Broken sound was heard on firing. With the third sulu, weird sound was heard. Firing could not be done properly. Converted to open surgery. Bleeding under 200cc occurred. Nothing fell into the pt cavity. Operative time was extended more than 30 minutes.